Event description:
This rv lead displayed loss of capture and was repositioned on (B)(6) 2025, at which time good values were noted. The next morning the lead was showing rising capture thresholds and loss of capture. So, on (B)(6) 2025 the patient was brought in again, but this time the physician chose to hook up both the old and new rv leads to a biventricular device to allow for redundancy. At the post-op implant following the biventricular upgrade, both leads were capturing in both bipolar and unipolar configurations.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.